Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings:. During investigation, the threads on battery cap were stripped. Battery cap is unable to secure to pump. A test cap able to secure to pump properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the "battery keeps popping out of the pump" and does not know if it is because there is damage to the pump. There is alleged tape around the pump. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.